Manufacturer narrative:
Block b3: approximated based on the date of implant. Block d6b: explant date: over a year ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8336700, model:sc-8336-70, serial: (B)(6), batch: 7020351.

Event description:
It was reported that the patient never got that much adequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure, and all device components were disposed of by the medical facility. No device malfunction was suspected.